Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the stimulator didn't work for them so they turned it off and haven't had it plugged in for 6 months. Patient stated they need to have an MRI on monday and needed to charge the controller to 100%. Patient stated when they plugged the controller into the ac power supply cord, the controller said to set up for implant, trial, or clinic. Patient mentioned that they cannot advance past the set date screen. Agent asked patient why they stopped using the stimulator and patient said it was because the stimulator overstimulated their feet and couldn't use it and that even at 0.1 the stimulation was too much and they had to turn it off. Patient mentioned that they only used the stimulator for a week. Agent attempted to walk patient through pairing process; patient selected implant and got set date screen and could not advance and said they were stuck at this screen. Agent walked patient through removing the battery pack and plugging controller in the ac power supply cord; patient confirmed controller powered on. Patient then saw the battery empty, cannot continue, recharge the controller message once they unplugged from the ac power supply cord. Agent reviewed with patient to charge up the controller and attempted to review patient may need to call back to finish pairing process but patient got escalated and interrupted patient. Patient asked if they could just write down what to do once the controller was charged; agent reviewed they would need to start a charge session of the implant. Patient called back and said they let the controller charge for about an hour on ac power, but the light never got to a solid green; agent explained charging the controller battery will likely take longer than an hour to go from empty/low to full. Patient wanted to start charging the implant and said they were on 'looking for device' screen. Agent explained they could start charging but would likely have to plug the controller in part way through. Pt called back stating they had they their ins shut off on the second week of (B)(6) since it was over stimulating them. The pt finally got their controller charged up and was wanting to know how to set it up since they have an MRI on monday. During call agent walked pt through passive recharge mode and the pt was able to recharge the ins at excellent. The controller was at 100% and the ins was at 30%.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.